Event description:
A five week old child underwent surgery for congenital pyloric stenosis. Postoperatively the pt experienced herniation, and re-operation was necessitated. During re-exploration, suture could not be found. The dr believes that the knots untied. The knot configuration that the uses for ticron is usually a five-throw-knot.